Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: (B)(4)-user's test strip had poor storage (bathroom) test strip, (B)(4).

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 131, 215, 233, 162 and 181 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 11/27/2017 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: result 1 : 131 mg/dl date: (B)(6) 2017 time: 7:45am fasting; result 2 : 215 mg/dl date: (B)(6) 2017time: 9:14pm fasting; result 3 : 233 mg/dl date: (B)(6) 2017time: 9:14pm fasting; result 4 : 162 mg/dl date: (B)(6) 2017 time: 7:14am fasting; result 5 : 181 mg/dl date: (B)(6) 2017 time: 7:13 am fasting.